Event description:
Update: the product code was updated to nx223 - vega ps+ gliding surface t2/2+ 16mm.

Manufacturer narrative:
Additional information: a section: patient data updated b5 - updated description d1-2, d4, d6: product information updated and explant date f9 approximate age of device h4: manufacture date manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with a component of columbus knee implants. According to the complainant the patient required a revision procedure due to an infection. Reportedly the origin of the infection is unknown. The patient underwent a revision procedure on (B)(6) 2024. The adverse event is filed under aic reference (B)(4).